Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2012. During the procedure, when the myoma was mostly removed, the device stopped working. The device did not expose the blade when triggered. It became impossible to keep on performing the surgery by laparoscopy because the device did not fragment the tissues anymore. The doctor had to convert to an open procedure which caused an extra scar on patient's abdomen and made the procedure longer.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated and extended as intended during the evaluation.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.